Event description:
As reported by edwards representative: when the crimp nurse took the valve out of the box to prepare it, she saw a long thread hanging out of the valve. With this long thread the crimp nurse thought that the leaflets may not work properly inside the patient, so she decided to put the valve back immediately into the box. It was not possible to remove the thread during rinsing. Therefore, it was decided not to use the valve.

Manufacturer narrative:
The investigation is ongoing.

Manufacturer narrative:
The sapien valve was returned to edwards for evaluation. The valve had not been used, and was not attached to the holder. A visual inspection did not show any observable damage to the frame, skirt, or leaflets of the valve. However, the complaint of "long thread hanging out of the valve" was confirmed. The length of the thread-like material was approximately 22.28 mm. After two rinses of the valve were performed, the white material remained stuck on the valve leaflets. The material was removed and sent to edwards chemistry lab for material confirmation. According to the chemical analysis, the material showed absorption characteristics similar to ptfe like material. The material is judged to be most similar to edwards sewing threads. These sewing threads are used as temporary stitches during several aspects of the manufacturing process. Upon investigation, it was determined that the suture could have been left behind by an operator during one of several steps of the manufacturing process. Two corrective actions (updates to the manufacturing process inspection steps) have been identified and implemented to rectify this type of complaint. This valve was manufactured prior to the implementation date of the corrective actions. No further corrective action is required at this time. This type of complaint will continue to be monitored and trended on a monthly basis.